Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the medication had been scanned under one med ID in both logistics and es, but on the units, it appeared under a completely different drug ID. A technical support specialist (tss) had dialed into the server and found that the med ID glyc101 still had product ids assigned in the barcode section of the webpage, specifically 517460525 and 0517460525. Since this medication was marked inactive in the es server, tss had recommended unlinking those two ids and relinking them to med ID (B)(6) and reminded the customer to verify them after linking. After that, tss advised attempting to load the medication again. No response was received from the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, medication was scanned under one med ID in both logistics and es, but on the units it appeared under a completely different drug ID. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: unique device identifier not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, medication was scanned under one med ID in both logistics and es, but on the units it appeared under a completely different drug ID. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.